Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle failed to deliver medicine during the injection. The following information was provided by the initial reporter, translated from japanese to english: "a patient brought one pen needle to our pharmacy, complaining that drug didn't come out for several products after attaching the needle to the pen. Lot number is unknown but the patient is stating that the affected products are those he/she received around on (B)(6) 2021."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle failed to deliver medicine during the injection. The following information was provided by the initial reporter, translated from japanese to english: "a patient brought one pen needle to our pharmacy, complaining that drug didn't come out for several products after attaching the needle to the pen. Lot number is unknown but the patient is stating that the affected products are those he/she received around (B)(6) 2021."